Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that a couple of times in a month, the fluid did not come out. The patient injects twice a day, morning and evening. About two or three times in a month, the drug solution did not come out during injection.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that a couple of times in a month, the fluid did not come out. The patient injects twice a day, morning and evening. About two or three times in a month, the drug solution did not come out during injection.